Manufacturer narrative:
(B)(4). Complaint conclusion: the device was returned for analysis; however, the connecting cable and dcb were not returned. Located 26.0cm and 62.5cm distally off the proximal end are two severe kinks on the core wire, and the marker band is bent. Located approximately 1.7cm off the distal end of the marker band, the tip coil is bend. The coil¿s socket ring is off to the side and lodged down inside the pet angle ring. The detachment fiber did not receive heat and melt. Tension was applied to the detachment fiber for inspection to verify that no melting occurred. The most likely root cause of the non-detachment of the coil was due to a fracture to the solder joint located at the resistive heating coil section. It cannot be determined if the multiple sections of damage found to the unit contributed to the detachment difficulty. Therefore; the circumstances of how and when this damage occurred to the solder joint cannot be determined. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined to what extent; if any that these components may have contributed to the complaint event. Since there was no manufacturing issue identified, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Manufacturer narrative:
The reportable event was a malfunction instead of a death as was previously reported.

Event description:
During coil embolization of the internal carotid/posterior communicating aneurysm, after the deltaplush 4mm-8cm was deployed in the aneurysm, detachment was attempted but failed. Analysis revealed that the coil was damaged. The system ready lamp was not illuminated. The cable was replaced, but the coil could not be detached. The coil was replaced, and detached without any problem. There was no serious injury or additional intervention required.